Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user has trsx and one of the wheel locks, when you push it down it does not hold wheel, the wheel still moves.